Event description:
It was reported that a patient had increased pain due to junctional failure and loosening. Update 26 oct 2023: "if the assembly screws and locking cap were not properly torqued, the locking cap loosens and comes out of it¿s spot when the assembly screws starts backing out. The assembly screw is critical for all the components (in this case the proximal body and the distal stem) to stay assembled. So in reality, the distal stem is not the component that disassembled, the entire construct disassembled due to the failure of the assembly screw and locking cap."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Manufacturer narrative:
The reported event could be confirmed, based on the information provided by user/third party. The device inspection was not possible as the product was not returned for investigation. Since x-ray images were provided, the opinion of a medical expert was sought and stated as following: "about this case. It shows the postoperative status 6 months after the index surgery. Obviously, the surgery was performed for proximal humeral fracture. The x-ray shows a periprosthetic fracture (a) of which we do not know whether it was present before the index surgery, whether is happened intraoperatively, or postoperatively (at an unknown time). The fracture causes insufficient bone support of the proximal body/stem construction. This is amplified by the fact that the tuberosities have not healed to the humeral diaphysis (b). The screw that locks the proximal body to the stem is backing out, most likely because of this insufficient stable bone support and less likely because of insufficient tightening of the screw with inappropriate torque. Yet, a combination of these factors may be into play. Yes, too early playing racket sports before such a periprosthetic fracture has healed is a situation that may jeopardize the fixation of the proximal body to the stem." The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that a patient had increased pain due to junctional failure and loosening. Update 26 oct 2023: "if the assembly screws and locking cap were not properly torqued, the locking cap loosens and comes out of it¿s spot when the assembly screws starts backing out. The assembly screw is critical for all the components (in this case the proximal body and the distal stem) to stay assembled. So in reality, the distal stem is not the component that disassembled, the entire construct disassembled due to the failure of the assembly screw and locking cap."